Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient's clinic indicated that there were no issues with the rv lead thresholds. No intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that she had a number of episodes and she heard a sound. She went to the clinic and was determined that there was a thresholds issue with the right ventricular (rv) lead. She then heard a long solid beep from the implantable cardioverter defibrillator (ICD) and wondered what that meant. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.